Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected. Please refer to the attached analysis report.

Event description:
Reportedly, ventricular noise oversensing of 125 ms artefacts was observed, leading to pacing inhibition for up to four minutes.

Manufacturer narrative:
Reportedly, a nerve ablation procedure was performed on (B)(6) 2019. Preliminary analysis revealed that the noise oversensing most probably resulted from strong electromagnetic interferences (emi) detected during the procedure.

Event description:
Reportedly, ventricular noise oversensing of 125 ms artefacts was observed, leading to pacing inhibition for up to four minutes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, ventricular noise oversensing of 125 ms artefacts was observed, leading to pacing inhibition for up to four minutes.